Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for male luer breaks off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode male luer breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the center of the needle broke. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿when the nurse was installing the needle holder, the center of the needle body was broken.¿

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the center of the needle broke. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿when the nurse was installing the needle holder, the center of the needle body was broken.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.